Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient's mother was advised to move the sensor and was educated on calibrations. The issue was resolved as the patient's mother called back to indicate that the patient no longer is experiencing signal loss. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.